Event description:
Cardiac arrest victim was found pulseless and apneic in a convalescent facility being treated for renal disease. The victim was due to have their renal dialysis on this particular day and had a previous leg amputation. The paramedics arrived at the victim's side in which a nurse was performing manual CPR. An asystolic heart rhythm was determined on the EKG and the medics deployed the autopulse resuscitation device to perform the automated chest compressions. Advanced life support measures were initiated by the paramedics and the victim was intubated and intravenous therapy was started. Both calcium and bicarbonate were given intravenously. The device was turned on, completed its preliminary initialization system check and completed a session of 15 consecutive compressions. After the device was restarted post intubation, a "system fault" was noted, the medics cleared the fault by attempting to re-align the patient's position, the system was re-started and after performing a few compressions, the compression chest assembly (caa) spontaneously opened. The rescuers reverted to manual CPR as directed in the manufacturer's user guide.